Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports the nurse was stuck with a contaminated needle following an insulin injection. The customer stated it was an accidental needle stick to the left second finger. The customer reported there was no product malfunction that contributed to the event. The incident occurred following an insulin shot. The nurse was seen by (B)(6); blood tests were conducted according to hospital protocol. The blood tests conducted include the initial, repeated at 90 days, and then again at 6 months. This incident occurred in 2011. The nurse is fine.

Manufacturer narrative:
Submit date: 04/26/2013. An investigation is currently underway. Upon completion, the results will be forwarded.